Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus europa se & co. Kg (oekg) for evaluation. It was reported that the probe was not broken off when the device was returned to oekg. As a result of evaluation, there was no malfunction which caused or might cause the probe to fall inside the patient during a procedure. Therefore, we are retracting this MDR.

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During a hemicolectomy procedure, two subject devices were used. After 30 minutes since the surgery began, the alarm of short circuit and probe damage appeared and the active branch was broken on the first device. The user was replaced the first device for the second device. After 30 minutes, the same issues occurred and the second device was replaced for another device. The repeated event extended the time of the procedure. There was no patient injury reported. This is the report regarding the breakage of the active branch on the first device.